Event description:
It was reported in an article in korean neurosurgical society that post coil embolization of the unruptured posterior inferior cerebellar artery (pica) aneurysm, the patient suffered headache and dizziness. Several diffusion-weighted imaging positive lesions (dwils) were detected in ipsilateral pica territory indicative of a thromboembolic event. The symptoms improved completely at discharge. The patient underwent the procedure between january 2010 and march 2012. The exact date of the procedure is unknown.

Event description:
It was reported in an article in korean neurosurgical society that post coil embolization of the unruptured posterior inferior cerebellar artery (pica) aneurysm, the patient suffered headache and dizziness. Several diffusion-weighted imaging positive lesions (dwils) were detected in ipsilateral pica territory indicative of a thromboembolic event. The symptoms improved completely at discharge. The patient underwent the procedure between (B)(6) 2010 and (B)(6) 2012. The exact date of the procedure is unknown.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Headache and dizziness are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Manufacturer narrative:
PMA/510(k)# - k031049 / k042539. Complaint source ¿ literature: yong sam shin et al. J korean neurosurgical society 54 : 19-24, 2013. The device remains implanted.